Event description:
It was reported that this right atrial lead was explanted and replaced due to experiencing fracture and exhibiting noise, oversensing and high out of range pacing impedance measurements. Another lead was implanted instead. This lead was returned to boston scientific for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the lead was returned in two segments severed at approx. 215 mm from the terminal end. Analysis confirmed the inner and outer conductor coils were fractured 219 mm from the terminal pin. Resistance testing found that the lead was not electrically continuous. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that this right atrial lead was explanted and replaced due to experiencing fracture and exhibiting noise, oversensing and high out of range pacing impedance measurements. Another lead was implanted instead. This lead was returned to boston scientific for analysis. No further adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the lead was returned in two segments severed at approx. 215 mm from the terminal end. Analysis confirmed the inner and outer conductor coils were fractured 219 mm from the terminal pin. Resistance testing found that the lead was not electrically continuous. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right atrial lead was explanted and replaced due to experiencing fracture and exhibiting noise, oversensing and high out of range pacing impedance measurements. Another lead was implanted instead. No further adverse patient effects were reported.